Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose of 475 mg/dl. Customer's blood glucose went up to 600 mg/dl with traces of ketones. Blood glucose was treated with insulin pump and manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. During troubleshooting, it was found that insulin pump received no delivery alarm and button error alarm. It was reported that buttons were sticking. Customer was advised that insulin pump would be replaced.